Event description:
Reportedly, during an ICD follow-up, the operator attempted to output the patient¿s data as a pdf file from the report screen. However, when the ¿print¿ button was pressed, an error message appeared and the data failed to be saved as a pdf file. The following behavior was confirmed using another programmer and programmer files from a different patient: depending on the printing settings selected, pdf output was completely unsuccessful or only partly successful. The above issues were only encountered with programmer files from ovatio model, on smartview programmer version 2.54j.